Event description:
The customer reported that the images were not retained on the system. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. A sys cable was reseated. The sys was then found to be operating as intended.